Event description:
It was reported on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) and an enlarged atrium and ventricle for a mitraclip procedure. There was difficulty visualizing the clip. One clip was implanted. A second clip was inserted. Prior to steering the second clip to the valve, a single leaflet device attachment (slda) was observed with the first clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet. The second clip was implanted medially to the first and stabilized it. The final mr grade was 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to echo views. The reported unexpected medical intervention was a result of case specific circumstance as a second clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.